Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. He was concerned that the issue would recur and also reported that the insulin pump had alarmed for no delivery about every two days. The blood glucose reading was 124 mg/dl at the time of the blank display. The battery cap was not damaged or corroded. The customer was sent a continuation of therapy insulin pump. The insulin pump was not returned or replaced.